Manufacturer narrative:
Upon receipt, the lead was found dissected into two parts. It is reasonable to assume that the lead was dissected in the course of the lead explantation. The analysis of the fragments demonstrated a damaged insulation at a distance of 34.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed, and conductor cables as well as the conductor coil were cut through. Moreover, arcing marks were determined at the dissected conductors. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis did neither for the icds nor the lead reveal any sign of a material or manufacturing problem.

Event description:
Our MDR - it was impossible to interrogate the ICD so it was explanted and replaced with a new lumax and the same happened some days after surgery. It was discovered that the ICD lead was fractured. The implant, explant and event dates were not provided.

Manufacturer narrative:
Ous MDR.